Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that was unresponsive and would not hold calibration. The customer requested parts ID for the touchscreen to replace. The rse provided the customer with the parts ID for the touchscreen. The customer ordered and received the touchscreen. The customer replaced the touchscreen to resolve the issue. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.